Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow-up after a fall. Device interrogation revealed over-sensed noise exhibited by the right atrial lead. A chest x-ray confirmed that the lead had dislodged. The lead was capped and replaced on (B)(6)2021. The patient was in stable condition.